Event description:
Complainant alleged that while attempting to defibrillate a female patient, an arc was heard from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.